Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the pulse field ablation procedure for de novo pulmonary vein isolation. It was reported that during preparation the irrigation line was found to be damaged causing fluid leak. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Once investigation is complete, a supplemental medwatch will be filed. Investigation summary. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. The reported damage was able to be confirmed. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis. Upon device return and inspection, during product analysis it was observed that the strain relief and the luer returned partial detached from the device. However, the device showing no evidence of leak reported. Based on the product analysis the ar code leak was unable to confirmed. However, the ar code damaged/defective was confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of "leak and damaged/defective" are a known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion. Based on the available information, boston scientifics investigation findings unintended use error caused or contributed to event conclusion code was selected for the finding of strain relief / luer partial detachment. Based on the available evidence, it is likely that the detachment occurred due to improper handling or excessive manipulation of the device during clinical use. This condition is assumed to be the reason for the reported allegation.

Event description:
The farawave ablation catheter was selected for use during the pulse field ablation procedure for de novo pulmonary vein isolation. It was reported that during preparation the irrigation line was found to be damaged causing fluid leak. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.